Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing once again. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was reported.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of egms, the device exhibited post paced t-wave oversensing. The oversensing issue was resolved by device reprogramming. Patient was doing fine before, during, and after programing changes.